Event description:
It was reported that a primary audible alarm background test was experienced.

Manufacturer narrative:
Other, other text: b5: there has been no report of patient involvement and no report of patient injury. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had cracked right plunger case and no visible contamination. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker as preventive measure and performed self test and occlusion test. Updated device software. J9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records. A CAPA was opened to investigate the reported issue., corrected data: d4: model number: 4000. D5: operator of the device: unknown. E4: customer reported to FDA: no information. H6: event problem patient code: 4582.